Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample processed on a vitros 5600 system. The most likely assignable cause of this event was instrument related. Vitros tropi es precision testing could not be completed acceptably at the time of the event due to instrument condition codes. After service actions were completed, the precision testing was acceptable indicating that an instrument issue is a likely contributing factor. It is not known if the customer is following manufacturer recommendation for pre-analytical sample handling, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation found no evidence the vitros tropi es reagent malfunctioned.

Event description:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample when tested on a vitros 5600 integrated system. Patient sample result of 0.490 ng/ml vs. The expected repeat result of 0.028 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, higher than expected tropi es result was not reported outside the laboratory and there was no reported allegation of patient harm. (B)(4).